Event description:
The complaint investigation was approved on 28may2025 and is summarized as follows: the following items were provided by the customer: one used list #unknown, spiros; lot #unknown. One used list #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch: lot #14204889. One used list #unknown, 0.9% sodium chloride injection usp b braun 100 ml partial fill intravenous bag for inspection. As received, the secondary port of the used return device was stuck down. The plum set was primed and flow was established with no occlusions or pump alarms. Upon priming from the secondary port, the proximal occlusion pump alarm was confirmed. The secondary port was disassembled. The internal spike was bent and broken and had a tip anomaly. The reported complaint set generates pump alarm "proximal occlusion" can be confirmed. The probable cause is due to a molding related issue. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
See section b5 - describe event or problem for complaint investigation results.